Manufacturer narrative:
The device was returned to olympus for inspection. Additional information: d9 based on the results of the investigation the reportable event was not confirmed. In addition, , the following malfunctions were identified during the device evaluation: foot switch failure due to electronic component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the generator had the following errors e230/232/234, the display does not start normally even after restarting in each display. The event occurred during set up / inspection for use before patient was in the room. There was no patient involvement.